Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed infection at the ipg site. The symptoms included swelling and pain at the pocket site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was given with intravenous and oral antibiotics. The patient is now recovering.